Manufacturer narrative:
Pump received with intermittent response due to flattened express bolus and esc button dome switch. No button error alarm during testing. No pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. This MDR related to the b)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed b)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer took battery out for thirty minutes and reinstalled battery but alarm did not clear and the keypad buttons are not responsive. Customer's blood glucose was 228 mg/dl at the time of incident. Troubleshooting informed customer that the pump would be replaced. No further information was given.